Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection, there was no sound that would be heard when the washer would be cut though the firing handle was grasped. The target tissue was neither stapled nor cut. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device might have not been set properly since a novice doctor had fired the device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were (B)(4) staples present partially formed. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.